Event description:
A customer in the united states notified biomérieux of a misidentification of an enterococcus isolate as a brucella species in association with the vitek® ms (ref 410895, serial (B)(4)). The customer did not specify if alternative testing was performed to confirm the identification. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of obtaining misidentifications in association with the vitek® ms (ref 410895, serial (B)(6). The investigation could be completed without strain submission. The customer's raw data was analyzed. Analysis of the raw data concluded that the last fine tuning performed on the instrument before the misidentifications occurred was acceptable. The customer's spot preparation quality is also acceptable. The calibrator and sample "all peaks" values were homogenous. Local customer service observed that it was difficult to perform the fine tuning as the high mass peaks were noisy. A field service engineer (fse) visited the site and verified alignments and other instrument settings. The cause for the misidentifications was determined to be non-optimal system settings in relation to the baseline and deflectors adjustment as well as the camera and laser alignment. After the fse visit, the customer's results were normalized and the customer has not reported any further identification issues. A trend analysis was performed for issues related to non-optimal system settings and did not identify a trend.